Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 571 mg/dl, dropped to 40 mg/dl, then increased to 471 mg/dl. Customer passed out. Customer was rushed to the hospital with a weak pulse. Customer was on life support. Insulin pump delivered 30 units of air. Insulin was leaking. Customer has gastroparesis and early onset alzheimers disease. Nothing further reported.